Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, a crease smooth opening assessed to a fold flaw opening. ¿ crease/ folding of implant: observed crease in the device. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. ¿ yellow particles observed inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left "any creases" and "obvious fold 1cm flaw at implant edge".